Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b7, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed including chronic kidney disease (ckd), hyperlipidemia (hld), coronary artery disease (cad), and diabetes mellitus (dm). All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve in aortic position underwent a valve in valve procedure after an implant duration of 7 years, 5 months due to stenosis and regurgitation. The patient presented with heart failure. Reportedly, the patient tolerated procedure well and was discharged in excellent condition post-operative. Per the surgical team, the valve did not fail prematurely.